Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient went to bed and felt normal when a couple hours later his son went pass his room and saw him on the floor. When his son approached him the patient was screaming, kicking and biting and was really combative. During this time the cgm reading was 68 points off from the bg meter, the cgm reading was 118 mg/dl. The son called paramedics and when they arrived they had to restrained and sedate the patient to control him. They took a bg reading which was 50 mg/dl. When they arrived at the hospital bg reading was around 25 mg/dl. The patient was unconscious when he arrived in the hospital. At the hospital the patient was treated with unspecified medication. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.